Event description:
It was reported that during a da vinci si myomectomy procedure, the cable on the precise bipolar forceps instrument snapped. An x-ray performed on the patient did not reveal that the patient retained any instrument fragments. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in clevis and the clevis does not exhibit any damage or wear marks. The instrument passed electrical continuity testing.